Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of batteries sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the defective monitor and defective batteries. Monitor sn (B)(4), mfg. Date: 09/22/2015. Battery sn (B)(4), mfg. Date: 04/12/2017. Battery sn (B)(4), mfg. Date: 05/15/2018.

Event description:
A us distributor reported that a patient's monitor was unable to power up and that the patient's batteries were non-functional.